Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the flex interconnection circuit was replaced. The device was recertified and returned to the customer. The flex interconnection circuit was returned to zoll medical corporation and the malfunction was attributed to a faulty transistor on the flex interconnection circuit., analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2015-01567 for a similar event reported from the same customer.